Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to replace the affected clamp with another one, to solve the issue. Subsequent functional verification testing was completed without issues and the unit was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm was defective. No additional information is available. The issue occurred during setup.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported, neither similar complaint concerning trend has been identified. It was not provided what was the specific fault that affected the erc. Based on investigation of previous similar events, it cannot be ruled out that the erc involved was stuck or no longer able to move as expected. Therefore, a failure of an internal component, such as a board (e.g. Zka or the zkb boards), or the motor could have contributed to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.